Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown reamer head. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that a surgeon was using a reamer irrigator aspirator system. While using a reamer head for the nail fixation, the lateral cortex of the proximal femur of the patient was blown out. It was reported that it was suspected by the reporter there was a delay. This report is for an unknown reamer head. This is report 1 of 1 for complaint (B)(4).